Manufacturer narrative:
No device malfunction was reported.

Event description:
A 70-year-old male patient with a history of stage IV squamous cell carcinoma of the tongue with lung and liver metastases received histotripsy treatment on (B)(6) 2025 as part of the boombox study. No device malfunctions or other noteworthy events occurred during the procedure. On (B)(6) 2025, the patient was admitted to hospital for hemoptysis and during hospitalization experienced chest pain the following day. Patient has a clinical history of coronary artery disease and received coronary artery bypass graft in 2003. On (B)(6), the patient had 2/4 patent grafts and received a new occluded saphenous vein graft to right coronary artery graft. Treatment included: heparin and dual antiplatelet therapy with aspirin and plavix. No additional intervention was required. On (B)(6), high-sensitivity troponin I (tnih) was 3,790 which indicated a cardiac event had occurred. The patient was discharged on (B)(6) and the patient was directed to follow up as outpatient. Due to the fact that the histotripsy treatment was on (B)(6) and the chest pain was a non-st-elevation myocardial infarction (nstemi) which occurred on (B)(6) (10 days later), the investigator determined it could possibly related to the histotripsy procedure, and therefore we are reporting this event out of an abundance of caution.